Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the customer provided the device histroy log for review. The customer's report was observed during the review of logs. The customer was contacted for a follow-up; the device operator indicated that the battery used was faulty. The battery was replaced at the faciltiy to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed impedance testing and the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.